Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted wtih an impella 5.5 had a cerebral hemorrhage. According to the reported the bleeding was not related to the impella. However, there is not enough information to rule out impella contribution to event.

Manufacturer narrative:
The cause of the stroke was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.